Event description:
It was reported that a patient underwent a surgical procedure with multi-level instrumentation. Approximately 8 months post-op, xrays revealed a setscrew backout at the base of the construct. No revision surgery has been scheduled at this time. The surgeon is continually monitoring the patient.

Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.